Event description:
When attempting to power on the device, the device sparked from the back of the unit. The power cords were then checked and the cord coming out the back of the unit was noted to have exposed wiring. There were no adverse consequences to the user from the sparking.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed and fractured wires. No additional physical damage was observed. The backplate of the device was removed, and the power supply was connected directly to the device. The unit was able to power on as expected, and no additional loss or interruption of power was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint of power extension cable damage was confirmed, which resulted in the reported event of sparking.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.